Event description:
It was reported that during vns surgery the handheld would not work. A manufacturer employee performed troubleshooting; however, the device would not power on after being charged for an hour. A hard reset was performed several times and the device was not power on. The button lights were illuminating; however, the screen was not. The battery was removed to visualize the device serial numbers. When the battery was inserted the handheld began working again. It was reported that the battery cover had been taped on possibly due to a broken latch and that this must have caused the battery to become displaced and not able to provide power to the handheld. The handheld was not replaced at this time and the site was informed on how to keep the latch in place.